Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the subject controller. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller feel like it was overheating or emit a burning smell while activating a known good wand several times without incident. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device was overheating. No patient/user injury or other complications were reported.